Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Also noted was a high threshold alert and it was noted that there was some double counting seen on the real time electrograms (egm). Follow up was conducted and it was verified that reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.